Event description:
During placement the catheter started to coil back up, the nurse was unable to advance the line any further. With the line still in place the nurse retracted the stylet and met with resistance, finally the stylet was removed. The nurse did not measure the length of the stylet that was removed at that time. Patient sent for cxr to verify placement, the cxr revealed that a portion of the stylet remained in the catheter to be removed. Patient sent to radiology for the catheter to be removed. Once the catheter was removed the radiologist removed the stylet and broke it into two pieces, while examining it.

Manufacturer narrative:
The complaint was confirmed. Two sections of a tls stylet were returned for evaluation. The proximal segment of the stylet, including the tab and core wire, was not returned for evaluation. There was a break in the magnetic portion of the stylet 0.82" from the distal tip of the stylet. The break occurred in the middle of a magnet. The distal stylet segment contained seven and one half magnets. The remaining magnets were contained in the other stylet segment that was returned for evaluation. The section of polyimide tubing proximal to the magnets was kinked and appeared to be elongated. It was reported that resistance was noted during stylet removal. The proximal segment of the stylet, which was not returned for evaluation, was most likely the segment that was removed from the PICC at that time. It was also reported that a portion of the stylet remained in the catheter. The stylet returned for evaluation may be the portion that remained in the PICC. The stylet was removed from the catheter and reportedly broke again while examining it. The break that occurred during the examination may be the break in the magnetic portion or the stylet. The product IFU states, "caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." The groshong PICC was also returned for evaluation. The d/l tubing had been cut near the 23cm depth mark. The exact cause of the reported incident is unknown. A chr of lot #reub0026 showed no other similar product complaint(s) from this lot number.